Event description:
Customer reported about half of his sensors work correctly and the other half give inaccurate readings. She stated, she turned off the threshold suspend feature due to inaccurate readings. Some of the sensors were bent when removed. Customer receives a lot of calibration errors on the first day of a new sensor. It would take until the second day for sensors to give accurate readings. She stated that one time her sensor reading and blood glucose were both showing about 120 mg/dl, but two hours later the sensor reading was 271 mg/dl and her blood glucose was basically the same. Customer was advised of proper sensor insertion and calibration methods. She was advised of the possible causes for inaccurate sensor readings and told to upload to carelink to better track her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.